Manufacturer narrative:
No conclusion can be drawn.

Event description:
Information received from foreign affiliate. This information indicates a pt was wearing acuvue advance contact lenses (cl) and developed corneal ulcer(s) od. The number, size, and location of ulcers or when the pt started wearing the cl were not reported. The prescribed wear scheduled was 2 week, daily wear. The ecp reported the pt. Has occasionally slept while wearing cl, did not know if pt wore cl while sleeping when the event occurred. The pt used opti free plus disinfecting solution. The pt was hospitalized in 2007 and diagnosed with corneal ulcer(s) in both eyes. The treatment regimen on hospitalization was "drip and eye drops." The pt's bcva at the time of injury is unknown. It is unknown if the corneal ulcear was cultured for microorganisms. The pt discarded the product. A lot history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Review of our worldwide complaint database shows no other complaints for this lot. This event is reported because the pt was hospitalized and on IV medication. MDR reportable events are reviewed in quarterly management review meetings. Will report additional information within 30 days of receipt.